Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified meeting of the superficial femoral artery (sfa) and iliac artery. A 7.0x20/135mm sterling balloon catheter was advanced to the lesion for predilation and was inflated to 6atms on the first inflation. The balloon was inflated a second time and ruptured at 8atms. The balloon catheter was successfully removed from the patient and the procedure was completed with a non bsc device. No patient complications were reported with the patient's current condition listed as good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: returned product consisted of a sterling (mr) balloon catheter with no other devices. It was noted during unpackaging that dried blood was present in the shaft and balloon. The balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A pinhole was confirmed in the balloon wall located 15 mm from the tip. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).